Event description:
Customer called to report the reservoir o-ring on the insulin pump is coming off. The customer did not know what caused the damage. Troubleshooting was performed. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window and a missing reservoir tube lip o-ring.